Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that the right ventricular pacing impedances had increased drastically and were out of range. A right ventricular lead revision was advised. No additional information is available when it comes to the right ventricular lead. No adverse patient effects were reported.